Event description:
It was reported that there was a pump volume discrepancy issue regarding actual residual volume (arv) that was greater than the expected residual volume (erv). It was reported that during the first refill the arv was 19ml while the erv was 9.9ml. No audible pump alarms were recorded and event logs were normal. Reporter noted that the telemetry strip showed a 0.01mg bolus dose and 111 successful activations. Reporter stated that the patient "had no loss of efficacy" and the patient was "asymptomatic." The drugs used in the pump were hydromorphone 1 mg/ml at a dose of 0.0959 mg/day, and clonidine 500 ug/ml at a dose of 47.96 ug/day. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received indicated that a catheter revision occurred. The dye study previously reported was noted as inconclusive. It was unknown where along the catheter the occlusion was. The patient was hospitalized, but recovered without sequela.

Event description:
Additional information received reported at the most recent pump refill, last week, they aspirated the same amount out that was refilled at the previous refill. The event logs were confirmed as "normal." Over the past 2 weeks patient was not reaching efficacy and in more pain but was not sure if the pain was from colon surgery the patient had between the last 2 refills. It was also reported the health care provider (hcp) had difficulty aspirating fluid through the catheter access port (cap). The hcp decided to inject the dye (thought to be isovue 300) under fluoro even though they were "hardly able to aspirate" any drug from the catheter. After the dye had been injected it was difficult to view the catheter under fluoro and they did not see the dye disperse into the cerebrospinal fluid (csf). No kinks were visualized or anything obvious as to the catheter issues. Post catheter dye study the hcp was able to aspirate approximately 0.5cc from the cap. A therapeutic single bolus dose was reviewed per hcp discretion to confirm patient response. The hcp thought the patient "received drug from the catheter that had not been aspirated." Hcp decided to increase the daily dose by 25% from .1 to .125mg/day. The dye study was negative for any findings and will determine in a week if a catheter revision or replacement will be necessary. It was questioned if the "one way valve being damaged in the pump" could be causing the issue. Additional information received from two additional sources indicated they had no further information regarding the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4). The date implated was (B)(6) 2012.

Manufacturer narrative:
(B)(4).